Event description:
Consumer complaint of blood result reading of "hi". The customer wife is calling on his behalf. She confirmed the vial of test strip have been opened today (B)(6) 2015. The customer stores his meter and test strips inside the carrying case in the bedroom. I verified the strips are within the expiration date (10/24/2017). The back to back blood test, 331 mg/dl and unable to run second test because customer is having difficulty to get blood to come out. The customer ate last 2 hour ago. The customer states that his expected blood glucose range is between 150 and 250 mg/dl fasting and two hours after meals is usually 225 mg/dl. I reviewed the last 5 blood results in the meter memory (the time on the meter are incorrect); (B)(6) at 2:48pm - hi; (B)(6) at 6:33pm - 211; (B)(6) at 2:33pm - 271; (B)(6) at 3:48pm - 193; (B)(6) at 3:19pm - 198. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with result of e-4. Root cause of error is foreign material in strip connector. Most likely underlying root cause of malfunction: user abuse.